Event description:
This complaint is now reportable based on the analysis completed in 2008. It was reported that during a percutaneous coronary intervention procedure, the 2.50x8mm taxus express2 drug eluting stent (des) was unable to cross the lesion. The target lesion was located in the 99% stenosed, calcified and extremely tortuous proximal left anterior descending artery (lad). The procedure was successfully completed with another of the same device with no patient complications reported. However, returned product analysis revealed that the stent migrated approximately 1mm distally and there was no proximal stent damage.

Manufacturer narrative:
Following a detailed device analysis, it was noted that the condition of the returned unit was consistent with the complaint incident. A visual and microscopic examination found tha the stent migrated approximately 1mm distally and there was no proximal stent damage. Two struts on the first proximal row were bent back distally. The damaged section was measured to have an approximate diameter of 1.87mm, which was measured to be 0.65mm greater than the normal stent diameter. This type of damage is consistent with the delivery system encountering some form of restriction. A recommended sized guide wire was inserted through the lumen with no restrictions noted. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A review of the top assembly manufacturing documentation for this particular batch found that the device met its material, assembly and product specifications at the time of release to distribution. Based on this analysis, the most probable root cause of this complaint can be attributed to operational context.